Event description:
Customer received numerous complaints that the mask feels "puffy" around nose (like there are fibers sticking out mask) causing itching and red skin on face. Apparently three employees went to employee health for treatment. The employees were switched to a different mask and their symptoms subsided. This is all the info the customer has provided.

Manufacturer narrative:
Lot numbers reported by the customer are: 09lbh324 (11/2009 MFR, 11/2014 expire), 09kbh303 10/2009 MFR, 10/2014 expire), 09lbh328 (11/2009 MFR, 11/2014 expire), 09kbh278 (10/2009 MFR, 10/2014 expire), 08aah055 (01/2008 MFR, 01/2013 expire). The complaint was forwarded to the manufacturing facility for investigation. A f/u report will be filed when their investigation is complete.